Manufacturer narrative:
Image review: intraprocedural fluoroscopic images of the index valve implant procedure were provided for review. Evidence showed that the valve was implanted on the first attempt. Valve depth assessment was performed in the lao view only. Valve depth just prior to final release in the lao view was approximately 6 millimeters (mm) on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc). In this case, the valve appeared to be deep, and a recapture would have been warranted. However, the valve was released and aortic regurgitation/paravalvular leak was noted on the angiogram. A post implant dilatation was performed with a balloon of unknown type and size. The final angiogram showed improvement of the aortic regurgitation/paravalvular leak post balloon dilatation. Post valve implant, a peripheral angiogram revealed poor perfusion to the distal peripheral vessels, subsequently a peripheral angioplasty was performed with improvement of blood flow post angioplasty. Transthoracic echocardiogram (tte) from 2024-jul-11 was of suboptimal image quality. The evolut implant was approximately 6 mm deep. Moderate pulmonary regurgitation and mild mitral regurgitation noted. Aortic valve prosthetic leaflets appeared thickened and calcified. Mild tricuspid regurgitation and mild aortic regurgitation were noted. Moderate prosthetic stenosis with an atrio-ventricular (av) mean gradient of 24.04 millimeters of mercury (mm hg) noted. The ejection fraction was approximately 60-65%. Updated data: a2, b3, b7, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven years following the implant of this transcatheter bioprosthetic valve, at a follow-up appointment, moderate aortic stenosis was identified via transthoracic echocardiogram. Subsequently, a transesophageal echocardiogram was scheduled for further review. No adverse patient effects were reported. Additional information was received to report no treatment was given to treat the stenosis.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the implant of this transcatheter bioprosthetic valve, the baseline transthoracic echocardiogram (tte), showed a mean aortic gradient of 63.6 millimeters of mercury (mmhg). The valve was noted on aortography to be placed at a depth of 6 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). The 12-hour discharge tte showed a mean aortic gradient of 9.6 mmhg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that moderate central regurgitation occurred following the valve implant. Paravalvular leak (pvl) severity was not documented. During the implant procedure a post-implant ballooning occurred which resulted in mild central regurgitation. Pvl severity following the post-ballooning was not documented. Approximately 7 years and 9 months following the valve implant, the valve remained active and implanted. The patient was being evaluated for a possible transcatheter valve-in-valve revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated a transesophageal echocardiogram (tee) was performed. Elevated gradients were observed on an echocardiogram. Due to the lack of symptoms, the physician recommended a repeat echocardiogram in 6 months. No intervention or t reatment reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven years following the implant of this transcatheter bioprosthetic valve, at a follow-up appointment, moderate aortic stenosis was identified via transthoracic echocardiogram. Subsequently, a transesophageal echocardiogram (tee) was scheduled for further review. No adverse patient effects were reported. Additional information was received to report no treatment was given to treat the stenosis. Additional information received indicated a tee was performed. Elevated gradients were observed on an echocardiogram. Due to the lack of symptoms, the physician recommended a repeat echocardiogram in 6 months. No intervention or treatment reported. Additional information received indicated that prior to the implant of this transcatheter bioprosthetic valve, the baseline transthoracic echocardiogram (tte), showed a mean aortic gradient of 63.6 millimeters of mercury (mm hg). The valve was noted on aortography to be placed at a depth of 6 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). The 12-hour discharge tte showed a mean aortic gradient of 9.6 mm hg. Additional information received indicated that a tee performed approximately 7 years following this valve implant within the native valve noted limited visualization of the leaflets by acoustic shadowing from the valve cage. The leaflets were calcified with reduced mobility and the noncoronary cusp appeared fixed, consistent with significant stenosis. There was no evidence of a thrombus. Gradients were not available. Additional information was received which indicated that moderate central regurgitation occurred following the valve implant. Paravalvular leak (pvl) severity was not documented. During the implant procedure a post-implant ballooning occurred which resulted in mild central regurgitation. Pvl severity following the post-ballooning was not documented. Approximately 7 years and 9 months following the valve implant, the valve remained active and implanted. The patient was being evaluated for a possible transcatheter valve-in-valve revision. Additional information was received to report approximately seven years, seven months following the valve implant procedure, a tte was performed and showed worsening aortic stenosis; however, it was clarified the stenosis was "not yet severe". No treatment was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven years following the implant of this transcatheter bioprosthetic valve, at a follow-up appointment, moderate aortic stenosis was identified via transthoracic echocardiogram. Subsequently, a transesophageal echocardiogram (tee) was scheduled for further review. No adverse patient effects were reported. Additional information was received to report no treatment was given to treat the stenosis. Additional information received indicated a tee was performed. Elevated gradients were observed on an echocardiogram. Due to the lack of symptoms, the physician recommended a repeat echocardiogram in 6 months. No intervention or treatment reported. Additional information received indicated that prior to the implant of this transcatheter bioprosthetic valve, the baseline transthoracic echocardiogram (tte), showed a mean aortic gradient of 63.6 millimeters of mercury (mm hg). The valve was noted on aortography to be placed at a depth of 6 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). The 12-hour discharge tte showed a mean aortic gradient of 9.6 mm hg. Additional information received indicated that a tee performed approximately 7 years following this valve implant within the native valve noted limited visualization of the leaflets by acoustic shadowing from the valve cage. The leaflets were calcified with reduced mobility and the noncoronary cusp appeared fixed, consistent with significant stenosis. There was no evidence of a thrombus. Gradients were not available. Additional information was received which indicated that moderate central regurgitation occurred following the valve implant. Paravalvular leak (pvl) severity was not documented. During the implant procedure a post-implant ballooning occurred which resulted in mild central regurgitation. Pvl severity following the post-ballooning was not documented. Approximately 7 years and 9 months following the valve implant, the valve remained active and implanted. The patient was being evaluated for a possible transcatheter valve-in-valve revision. Additional information was received to report approximately seven years, seven months following the valve implant procedure, a tte was performed and showed worsening aortic stenosis; however, it was clarified the stenosis was "not yet severe". No treatment was reported. Additional information was reported that approximately two and a half months later, the aortic stenosis (as) progressed to severe. A pproximately two weeks later, the patient was hospitalized, the transcatheter aortic valve (tav) was explanted and a surgical aortic valve (sav) was implanted. The event resolved without sequelae. Additional information was received to report the replacement sav was a non-medtronic (edwards) valve.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a transesophageal echocardiogram (tee) performed approximately 7 years following this valve implant within the native valve noted limited visualization of the leaflets by acoustic shadowing from the valve cage. The leaflets were calcified with reduced mobility and the noncoronary cusp appeared fixed, consistent with significant stenosis. There was no evidence of a thrombus. Gradients were not available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven years following the implant of this transcatheter bioprosthetic valve, at a follow-up appointment, moderate aortic stenosis was identified via transthoracic echocardiogram. Subsequently, a transesophageal echocardiogram was scheduled for further review. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b1 b2 b5. An eighth paragraph was added. D4 - UDI d6b d9 h1 - the event is not reportable for a serious injury. H6 - annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven years following the implant of this transcatheter bioprosthetic valve, at a follow-up appointment, moderate aortic stenosis was identified via transthoracic echocardiogram. Subsequently, a transesophageal echocardiogram (tee) was scheduled for further review. No adverse patient effects were reported. Additional information was received to report no treatment was given to treat the stenosis. Additional information received indicated a tee was performed. Elevated gradients were observed on an echocardiogram. Due to the lack of symptoms, the physician recommended a repeat echocardiogram in 6 months. No intervention or treatment reported. Additional information received indicated that prior to the implant of this transcatheter bioprosthetic valve, the baseline transthoracic echocardiogram (tte), showed a mean aortic gradient of 63.6 millimeters of mercury (mm hg). The valve was noted on aortography to be placed at a depth of 6 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). The 12-hour discharge tte showed a mean aortic gradient of 9.6 mm hg. Additional information received indicated that a tee performed approximately 7 years following this valve implant within the native valve noted limited visualization of the leaflets by acoustic shadowing from the valve cage. The leaflets were calcified with reduced mobility and the noncoronary cusp appeared fixed, consistent with significant stenosis. There was no evidence of a thrombus. Gradients were not available. Additional information was received which indicated that moderate central regurgitation occurred following the valve implant. Paravalvular leak (pvl) severity was not documented. During the implant procedure a post-implant ballooning occurred which resulted in mild central regurgitation. Pvl severity following the post-ballooning was not documented. Approximately 7 years and 9 months following the valve implant, the valve remained active and implanted. The patient was being evaluated for a possible transcatheter valve-in-valve revision. Additional information was received to report approximately seven years, seven months following the valve implant procedure, a tte was performed and showed worsening aortic stenosis; however, it was clarified the stenosis was "not yet severe". No treatment was reported. Additional information was reported that approximately two and a half months later, the aortic stenosis (as) progressed to severe. Approximately two weeks later, the patient was hospitalized, the transcatheter aortic valve (tav) was explanted and a surgical valve was implanted. The event resolved without sequelae.

Manufacturer narrative:
Updated data: h2 - device evaluation h6 - annex b, annex c analysis: receipt condition - the valve was received inside a return kit fully submerged in clear 0.2% glutaraldehyde solution. Visual evaluation of returned device - all leaflets were in a closed position with a gap between the free margins of leaflet 1 and leaflet 3 and between l1 and leaflet 2. Leaflets exhibited limited mobility. Restricted leaflet mobility appeared to be associated with visible calcification. Leaflet 1: from the outflow, a large calcification nodule was noted on the superior coaptive junction (scj) of commissure 3-1. Small hematoma was noted on the scj of commissure 1-2. Glistening off-white pannus extended from the margin of attachment unto the outflow surface. From the inflow, extrinsic and intrinsic calcification nodules were observed on the belly and with nodules noted at the inferior coaptive area between l1 and l3. Leaflet 2: from the outflow, a large calcification nodule was noted on the scj of commissure 1-2 appearing to contribute to the adjacent leaflet deterioration. Thick, glistening off-white pannus was noted on the margin of attachment extending towards to the leaflet, that created a ¿pocket¿ between the pannus and the leaflet. Pannus overgrowth extended up to 6 mm onto the leaflet. From the inflow, calcification nodules were noted on the belly and on the inferior coaptive areas between l2-l3 and l2-l1. Leaflet 3: from the outflow, calcification nodules were observed on the sjc of commissure 2-3 with leaflet tear noted on the free margin below commissure 2-3. Calcification nodules were observed on the scj of commissure 3-1, with an observed free margin split. Thick pannus extends from the margin of attachment up to 3mm unto the belly. From the inflow, calcification nodules were noted on the inferior coaptive areas between l3-l2 and l3-l1. The distal end of commissure 3-1 was encapsulated with glistening off-white pannus; commissure pad appeared intact. Commissure 1-2 was encapsulated by glistening off-white pannus; commissure pad appeared intact. Commissure 2-3 was thinly covered with pannus; tissue appeared torn. Visible sutures appeared intact. The rest of the sutures were covered by pannus overgrowth; and we were unable to assess condition. Visual inspections showed multiple bends and kinks to the outflow frame: on the c-paddle, on the outflow crown of l1, on the non-c paddle, and on the outflow crown above commissure 2-3. Damages appeared to be induced by surgical tools during the explant procedure. No fractures were noted. Glistening off-white pannus lined the outer wall of the frame extending to the margin of attachments of all leaflets. Pannus adhered to the circumference of the outflow frame. An unknown amount of pannus may have been removed during explant. Calcification nodules were noted on all inferior coaptive areas of the inner lumen. The calcification nodules at the inferior coaptive area between l1-l3 were encapsulated by thick pannus overgrowth extending unto the inflow of l3. Radiography revealed calcification on all leaflets and commissural areas. Radiography confirmed the bends to the frame however did not reveal fractures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.